Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient reported no stimulation sensation. It was noted that the patient experienced a loss of bladder control, "leakage." It was stated that the patient had a return of symptoms on (B)(6) 2013 "all of a sudden, not gradually." It was noted that the patient kept getting a poor communication screen. It was stated that the patient was unable to make adjustment both with or without the antenna attached. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# j0455247v, implanted: 2005 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).